Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the display cable not seated fully onto the connector of the lcd display. The display cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.